Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was over 700 mg/dl. Customer expressed symptoms as vomiting. Customer reported that the insulin pump had insulin flow block alarm. Customer reported that the insulin pump had hardware low level alarm occurred. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer performed and the self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing, however pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.